Event description:
Pt rec'd a 2.75mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid lad. Stent implant was successful; however it was reported that the pt suffered an mi one day post procedure. It was reported that the pt was asymptomatic on discharge. Investigator reported that the event was unrelated to the study stent and probably related to the procedure. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: (mi).